Event description:
The pt got an elective replacement indicator (eri) message using the pt programmer. Approx a week later, the message was confirmed using the physician programmer. Longevity calculation done using programmed settings, with usage of 5 hours/day, as indicated by the pt, estimated longevity of 29 months. The pt later indicated that he may increase voltage up to 7v for brief periods. Ins battery level indicated 2.895v (eri level is trigger at 2.6v). Ins was off when the pt came into the clinic. Impedance measurements were normal for all pairs. The device was turned on and the programmer session was ended. Approx fifteen minutes later, the device was re-interrogated. The eri status was obtained again; the battery level was measurement at 2.915v. Impedance measurements were repeated at different positions, values obtained were normal and close to previously measured. Therapy impedances were also normal. Pt did not report any symptoms. A recording of the device's memory was sent for eval. Evidence suggested that the problem was related to the ins rather than an external component. The neurostimulator was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Memory card analysis. This report is being sent following an internal audit.